Event description:
Fitbit sense 2 is sold as "FDA cleared. Our afib technologies have been FDA cleared." However, for many users including me, the ECG (electrocardiogram) cannot be downloaded or shared due to a bug. Google/fitbit are aware of the bug: https://community.fitbit.com/t5/sense-2/unable-to-download-sense-2-ECG-reports/m-p/5697360 consumers are purchasing the fitbit sense 2 because it advertised as FDA cleared but many cannot use the device for it's advertised feature. Unable to retrieve results of ECG from fitbit sense 2 due to software bug known to google/fitbit.